Event description:
It was reported that the implantable cardioverter defibrillator was explanted due to chronically high left and right ventricular channel thresholds. No patient issues were reported. Due to acceptable threshold values after the device exchange, the physician elected not to revise the leads. The patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. The device was tested on the bench and using automated testing equipment and no anomalies were found.